Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead popped on top of implantable pulse generator (ipg) and was causing some pain at times. It was reported that a right ventricular (rv) lead exhibited elevated thresholds. The ipg system was explanted and replaced with a leadless ipg system. No further patient complications have been reported as a result of this event.